Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. The analysis of the returned cylinders indicated a non-conformance. No information was provided with the device return. Boston scientific has been unable to obtain additional information regarding the circumstances.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, a bulge from broken fabric threads and a fluid leak could affect the functionality of the device. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cxm inflate/deflate pump was leak tested and visually inspected and examined using a microscope. The pump kink resistant tubing (krt) to the cylinder was identified as having been cut that was the result of a sharp instrument damage which probably occurred during the explant surgery. The pump krt was fatigued and worn down to the filament. The outer layer of pump bulb was worn that was a result of wear against the pump strain relief and krt junction and no leaks were found. Under microscope observation, it was noted that the pump was contaminated. The cylinders were visually inspected leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 outer tube was detached. There were detached broken fabric threads in the proximal cylinder body. When the cylinder was inflated with a syringe, there was a bulge in the proximal cylinder body and a leak in the distal portion. Cylinder 2 had a bulge with the separation of fabric threads in the cylinder body when inflated with syringe. No leaks were found. Both cylinders were not pressure tested due to the leak and bulge identified. The identified fluid leak could affect the functionality of the device, as the device would not be functional after the system fluid was lost. Product analysis identified a device malfunction with the returned cylinders. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the failure of cylinder bulge and fluid loss that were identified. A bulge in the cylinder and fluid loss are known risks of the device and are included in the hazard analysis.